Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements. A revision procedure was performed wherein the device was explanted due to normal battery depletion and lead surgically abandoned; a new system was then implanted. No adverse patient effects were reported.